Event description:
Baxter (B)(4) received a report that an infusor had no flow. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: this device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: one unit was received containing approximately 200 ml of fluid in the bladder. The flow restrictor (luer) was not returned with the unit for evaluation. The tubing was found knotted and clamped to prevent the fluid from flowing out. Visual inspection of the tubing showed no signs of blockage or abnormality that could have caused the reported problem. When the tubing was unknotted and unclamped, fluid was immediately observed flowing out of the tubing. Fluid continued to flow out of the tubing until the fluid was completely emptied in the bladder. The condition was not confirmed. Since the flow restrictor (luer) was not returned with the unit, flow could not be verified through the unit's flow restrictor (luer). No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.